Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia in the form of ventricular fibrillation, bradycardia, palpitations, chest discomfort, ventricular tachycardia (vt), dizziness and loss of consciousness resulting in traumatic injury. It was also reported that a pacing failure of the low voltage lead occurred, thresholds increased / were unstable which was attributed to the patient condition of "myocardial problem," cardiomyopathy and sarcoidosis. The lead was reprogrammed and remains in use with planned lead revision in the future. No further patient complications have been reported as a result of this event.